Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 10/2/2015- medical records received. After review of the medical records for MDR reportability, the revision operative note confirmed tibial and femoral loosening. The loosening interface was at the cement/prosthetic interface. The cement manufacturer is unknown. Pain, osteolysis, and synovitis were also the complaint was updated on:10/30/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Clinical report states femoral and tibial loosening. The interface and cement manufacturer are unknown. Update rec'd 06/29/2015: the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient was also experiencing significant pain, swelling, and stiffness in the knee. Also noted on a CT scan were areas of osteolytic lesions. At this time there is still no indication the patient has been revised. The insert and patella are being added to the complaint as MDR no's. The complaint was updated on: 07/17/2015. Update received 8/19/2015: clinical report states patient was revised to address femoral and tibial loosening. The interface and cement manufacturer are still unknown at this time.